Manufacturer narrative:
This report is submitted on november 08, 2022.

Event description:
Per the clinic, the tip of the electrode array found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2022, and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 9, 2022.